Event description:
Additional information later reported after the patients¿ MRI the pump activated itself within 2 hours. Per the patient they wanted to check to see if there was any build-up of medication at the injection site. The MRI came out ¿fine¿. The pump was used to deliver clonidine and dilaudid.

Event description:
The patient was having an MRI to rule out a granuloma. The patient symptoms, actions taken, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).